Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Split. It was reported that the device's tail was split during screwing after building the tunnel. Changed another one to complete. There is no report on patient's injury.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observations revealed that the distal tip of the anchor is broken into two pieces but still attached to the inserter shaft thus, confirming this complaint. The suture and suture card was present with the device and were visually evaluated. Both the suture and suture card were intact. No anomalies were found. As reported the anchor broke when the user was inserting/screwing the anchor into the prepared bone hole. Upon closer observation, the distal tip of the anchor appeared to be broken transversely running in between the threads. The anchor was able to be removed from the inserter shaft, for further evaluation. No anomalies were found that could cause the reported failure. Possible root cause for the user to experience this type of failure could be off axis insertion, levering during insertion, using incorrect instrumentation for preparing bone hole, or slight small bone hole preparation. This failure could be attributed to user technique. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4).